Manufacturer narrative:
The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. As received, the specimen consists of one each clinically used 300-014 gw, short taper device; returned still lodged within the "stent catheter," coiled, loose and double-bagged within "zip-lock" style poly biohazard pouches. The specimen is lodged within the 28.5cm long detached portion of the "stent catheter" beginning 82.1cm from the guidewire's distal tip. The specimen presents several bends of varying severity and frequency over the length of the device. The distal coil segment presents a 0.25mm stretch immediately distal of the proximal coil to core wire joint. No other damage or inconsistencies are noted to the specimen wire at this time. All joints appear to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct. At this time, it is not possible to assign a definitive root cause for the event as reported. Reviewing all details to date, it appears that clinical and/or procedural factors impacted on the event as reported. If there is any further relevant information received, a follow up medwatch report will be filed.

Event description:
Before it went into the body, the stent was prepped appropriately. The wire was free of any blood, but then the stent became stuck on the wire and when they tried removing the stent from the wire, the stent catheter actually broke. Then they removed the wire with the stent still attached and then inserted a new wire and a new stent of the same size without incident. This happened during preparation and outside the patient's body.